Event description:
The device was used during a laparoscopic burch. Reportedly, the balloon broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.